Event description:
The company was informed that the pt fell and hit her head resulting in loss of sound. External equipment was exchanged, and extensive troubleshooting was performed, but the issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.